Event description:
Device 2 of 2, reference MFR report: 1627487-2017-03994. Additional information revealed the issue was with the patient's ipg that was implanted on (B)(6) 2009 (device 2). The ipg was replaced with a new one and stimulation therapy was reportedly restored.

Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-03994. It was reported the patient's scs ipg was inoperable. Reportedly, the patient lost stimulation therapy in (B)(6) and was unable to charge or establish any communication between the patient programmer and the ipg. Surgical intervention may be taken to address the issue. The patient was implanted with two scs systems. It was undetermined which of the patient's system's ipg was inoperable. All possible devices are being reported.